Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxc 600i synchron access clinical system for several patients. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin in pst tubes and centrifuged for 6 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was on-site and replaced some hardware and serviced the instrument. All hardware verification testing was performed and met specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.